Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ra lead had high impedance, and high and unstable thresholds. There was loss of atrial capture due to pulmonary edema and pacemaker syndrome. The ra lead was explanted and replaced. It was further noted that the patient's right ventricular (rv) lead was capped and replaced, and the patient's existing implantable cardioverter defibrillator (ICD) was explanted and replaced due to high defibrillation threshold testing intra-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.